Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt contacted dexcom technical support on (B)(6) 2010 to report that she experienced a broken sensor wire and profuse bleeding upon insertion. Pt removed the sensor and confirmed that there was no wire present. Pt reported that there was a bruise and a welt at the insertion site and that she could feel the sensor in her body. Pt stated that she has experienced difficulty with insertion in that area before. Pt reported slight soreness at the insertion site during her call to dexcom technical support.